Event description:
The blazer ii htd temperature ablation catheter was selected for use during the procedure to treat paroxysmal supraventricular tachycardia. It was reported that the temperature would fluctuate multiple times. After the temperature rose above 70 degrees, they slowly turned it on, but the power was fixed at 10watt and they did not see any rise. A different device was used and procedure was completed successfully without patient complications. The device is excepted to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection showed the device did not have visual defects. Functional testing showed that the steering knob and the tension control knob functioned properly. No abnormal resistance was felt when actuating the steering mechanism. The continuity test was performed, and the device is under specification. A radiofrequency (rf) ablation test was verified by using the maestro generator 4000, and the device was found within specifications.

Event description:
The blazer ii htd temperature ablation catheter was selected for use during the procedure to treat paroxysmal supraventricular tachycardia. It was reported that the temperature would fluctuate multiple times. After the temperature rose above 70 degrees, they slowly turned it on, but the power was fixed at 10watt, and they did not see any rise. A different device was used, and procedure was completed successfully without patient complications. The device is expected to be returned for analysis.